Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, outer insulation cosmetic mio and esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed. (B)(4): no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, outer insulation cosmetic mio and esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed. (B)(4): no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, outer insulation cosmetic mio and esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed. (B)(4): no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was noted the patient died approximately 4 months after device implant. The cause of death has been requested and not received.

Event description:
It was noted the patient died approximately 4 months after device implant. Follow up revealed the cause of death per the death certificate was acute respiratory failure, due to aspiration-stomach contents, due to dysphagia; coronary artery disease. No autopsy was performed.